Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient present for follow up in clinic. Increased left ventricular capture threshold was noted and dislodgement was confirmed. The left ventricular lead was capped and replaced (B)(6) 2018. The issue was resolved with no consequences.